Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been inspected. The inspection of the shock holter data showed that an amount of 127 charging cycles were performed by the device between 06:56 am of (B)(6) 2021 and 09:28 am of (B)(6) 2021. It cannot be excluded that the reported eos battery status occurred due to the successive charging. However, in this case the exact battery status could be determined when a ram dump will be sent to biotronik se & co. Kg. Should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
It was reported that this device is at eos.